Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that 2 hours post implant, a chest x-ray revealed that the right ventricular lead was dislodged. Additionally, r-waves had fallen and capture was variable. The device was reprogrammed to atrial sensing and pacing only, until the lead was repositioned on (B)(6) 2020. The patient was asymptomatic and in stable condition.